Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was severely kinked with all wires broken approx 19-5 cm from the stimulation end. Therefore, functional testing was unable to be performed. Compression damage was noted on the lead segment approx 21 cm away from the stimulation end. Discoloration was observed in the lead segment. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-03408. The pt received her scs sys, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2006. It was reported that one of the leads was fractured, and the physician chose to explant and replace both leads on (B)(6) 2010. The pt received good stimulation coverage as a result. The explanted leads were returned to the MFR for eval on (B)(6) 2010. F/u on the pt found no further issues reported.